Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on anterior, crease flat, broken suture tab and missing suture tab (0-25%) leak test and microscopic analysis was performed which identified: striated opening on anterior and striated broken on suture tab. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage like consist in the use of some surgical tool. A striated broken of suture tab assessed as surgical damage like consist in the use of some surgical tool. Missing suture tab assessed as inconclusive.

Event description:
Healthcare professional reported unknown side "discovered it had a hole." Device was not implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: broken device.

Event description:
Healthcare professional reported unknown side "discovered it had a hole." Device was not implanted.